Event description:
I have used alcon clear care for decades without any issue but I used a new bottle of alcon clear care for my overnight cleaning of contacts earlier this year. After many hours in the solution and rinsing the contacts with an all purpose solution I placed them in my eyes and had burning and stinging. I could not wear the contacts the rest of the day as a result. I tried numerous times but each time I used this bottle I had the same results. I contact alcon and provided them with all the information but since I did not follow the 5 second rinse before placing them in the bottle of solution they stated this would not qualify as a complaint. They asked me to try it again following these steps and I said no. I can send you a copy of all communications with this company as I do not feel they are taking this seriously. My eye doctor and her staff advised against trying it again as well.